Event description:
Silastic mammary implant on left breast was ruptured. Had augmentation mammoplasty, bilateral, in 1985. These are both co brand products. Both mammary implants removed 2/13/96 (rt not ruptured) and both replaced with saline implants.